Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to a laboratory device, a hemoglobin a1c result and another meter (accu-chek). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient and on further information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that the alleged meter inaccuracy began around 1 month prior to contacting lfs. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿around 280 to 302 mg/dl¿ with the subject meter. During the follow-up call, the patient claimed that at the time of the alleged issue, she tested her blood glucose 3-4 times a day and claimed her usual/expected results ¿should fall within the 100 mg/dl¿ range. As a result of the elevated results, the patient informed the csr during the initial call that she ¿should have been eating but she wasn't¿. The patient claimed that on an unspecified date after the alleged issue started, she felt ¿so sick and dizzy that she couldn't get across the room¿. During the follow-up call, the patient confirmed she associated the symptoms with hypoglycemia. The patient claimed she contacted her doctor in response to the symptoms and was advised to proceed to the emergency room (ER) if the symptoms did not abate after 15 minutes. The patient denied going to the ER however claimed she attended the lab where she had lab work performed. The patient compared the elevated readings of ¿around 280 to 302 mg/dl" with the subject meter to an unspecified result obtained on the laboratory device, performed within an unknown time of each other. Lifescan cannot confirm any inaccuracy from the data provided. The laboratory meter reading and time difference between the readings were not provided. The patient also compared the elevated results obtained with the subject meter to an hba1c result of 6.8%. Lifescan does not consider this to be a valid comparison. During the initial call, the patient informed the csr that in response to the hba1c result, her doctor diagnosed her with diabetes and prescribed her metformin 500 mg pills. The patient also compared the elevated readings of ¿around 280 to 302 mg/dl" with the subject meter to a reading of ¿139 mg/dl¿ on the doctor¿s device (accu-chek), performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During the follow-up call, the patient attributed the onset of the symptoms to being unable to respond correctly on her ¿true readings¿ due to the alleged inaccuracy issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she reportedly took inappropriate action based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.